Event description:
The service report shows that while performing incoming evaluation on the unit, the nellcor puritan-bennett factory service technician noted that the maximum volumes fell below the minimum specifications by more than 10%. The volume read 2120ml when set to 2800ml. The factory service technician inspected the device and found the cup seal to be worn. The unit passed extended service final testing. It is not reported that the unit failed on the pt in any manner, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.